Manufacturer narrative:
The device was received for evaluation. During functional testing, an does not recognized set, the door was closed was reproduced. A review of the event history log revealed multiple "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch was not functioning. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize door was closed. This occurred during programming/ setup. There was no patient involvement. No additional information is available.